Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 5.5 cm in diameter fusiform abdominal aortic aneurysm. The proximal aorta was 22 mm in diameter and 48 mm in length. The right iliac artery was 7 mm in diameter and the left iliac artery was 20 mm in diameter. The femoral arteries were 7 mm in diameter. It was reported that intra-operatively, a white shadow suspected of thrombosis was confirmed in the stent graft at last angiography. The white shadow was located at the contralateral side of the flow divider. It is unclear if the shadow is located in the bifurcated device or contralateral limb. The physician does not know the cause of the thrombus. The physician decided on monitoring the patient and finished the procedure. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion), (lack of information, unknown cause of occlusion), (lack of information, unknown cause of occlusion).